Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right ventricular lead was capped and replaced on (B)(6) 2018 due to high capture thresholds. During the procedure, insulation damage near the terminal pin was noted. The damage had been previously repaired with a suture sleeve and medical adhesive. The patient's condition was unchanged throughout.